Manufacturer narrative:
Device evaluated by MFR? The ventilator was returned on 2/4/2008. It will be forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.